Manufacturer narrative:
The explanted microstent was returned to the manufacturer for evaluation. The microstent was subjected to microscopic visual inspection and dimensional analysis and the device met specifications. No functional testing was performed because the delivery system had been discarded at the time of implantation. According to the surgeon, the patient's pain and inflammation were attributable to malpositioning of the microstent. Device malposition and inflammation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
Ivantis received the patient follow-up questionnaire from the healthcare facility on (B)(6) 2019 and the following new information was provided. The hydrous microstent was implanted in the patient's left eye, concurrent with uneventful cataract surgery. When asked if there were any intraoperative observations or complications during the hydrous procedure, the surgeon reported that this was his first hydrous case, there was significant patient movement along with "muddy angle pigment" and poor visibility. The reason for explantation was stated as "inflammation and pain and discomfort from malpositioned stent present 1 week after implanted." At the most recent visit on (B)(6) 2019, the patient's pain was much better, iop improved to 17 mmhg, and the anterior segment was quiet.

Manufacturer narrative:
The explanted microstent is being evaluated and the findings will be provided in a supplemental report. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. Eye pain and microstent explantation are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
The surgeon reports explanting the hydrus microstent 2 months postoperatively due to the patient complaint of pain in the operative eye since surgery. Additional information has been requested.